Manufacturer narrative:
On 3/26/2019, bwi received additional event information indicating the patient¿s diagnosis pre-procedure was paroxysmal supraventricular tachycardia associated with wolff-parkinson-white syndrome. It was reported the carto was zeroed after the initial; warm-up phase post catheter connection to the carto 3 piu. Additionally it was reported that the physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a 49-year-old male patient (weighing 68kg) underwent an ablation procedure for wolff-parkinson-white syndrome with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After mapping near the left atrial appendage (laa), there was a place where contact force was high (50 grams). Ablation started and was conducted in several points; however, the delta wave did not disappear, and mapping started again. After that, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with an acunav catheter. Reminder of the procedure was aborted. Pericardiocentesis was performed immediately to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # pc-000401519.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/18/2019. Initial visual analysis found no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30124904l number, and no non-conformances was found during the review. Concomitant medical products: concomitant non-bwi products: non-bwi product: acunav catheter (10135936/ (B)(4)). (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient (weighing (B)(6)kg) underwent an ablation procedure for wolff-parkinson-white syndrome with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After mapping near the left atrial appendage (laa), there was a place where contact force was high (50 grams). Ablation started and was conducted in several points; however, the delta wave did not disappear, and mapping started again. After that, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with an acunav catheter. Reminder of the procedure was aborted. Pericardiocentesis was performed immediately to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. In addition, it was confirmed that the drained fluid was arterial blood, it was suspected the issue might be caused by ablating near the laa or by high contact force. The generator was used in power control mode during the case. This reported issue of ¿high force¿ readings is not MDR reportable since the issue is highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. This event is MDR reportable for the adverse event.